Event description:
Additional information received indicates that during the lead revision procedure, lead to device insulation abrasion was noted on the rv lead. The rv lead was capped and replaced to resolve the event. The patent was stable

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in over-sensing was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.